Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test, excessive no delivery test and displacement accuracy test due to compromised force sensor system alarm. However, the insulin pump was received with normal operating currents and passed the unexpected restart error test, self-test and the displacement test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2017 due to low blood glucose. Customer's blood glucose was over 32 mg/dl. Customer reported that infusion set was changed and customer felt a gush of insulin and received a compromised forced sensor alarm. Customer change set and a few hours later customer was found unresponsive by spouse. Paramedics treated customer with glucose drip. Troubleshooting was performed for compromised forced sensor alarm and it was found that drive support cap was flushed. Customer was advised that insulin pump would need to be replaced.